Manufacturer narrative:
Additional info b5: medtronic received additional information that all packs in the lot 232698373 was affected by the reported issue. Customer is unsure how many were in the lot, but they just did not want the reported issue to happen again moving forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the custom tubing pack was found to have tubing container tape that was not secured appropriately. The customer indicated that many packs in the same lot had this issue, with the tape appearing to have shifted toward the front by approximately six inches and the tape on one pack popped off and became contaminated. The device was not used, and the affected pack was replaced to complete the case. There was no patient involved.